Manufacturer narrative:
Carefusion complaint number (B)(4). In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the device from the customer. (B)(4).

Event description:
The customer stated that the ventilator's touch screen is not working and there is a large spot on the screen. The ventilator was not on a patient at the time of the incident.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis lab received the suspect front panel. Upon visual inspection visible ingress moisture residue was found. The display was powered up in service mode and the display was initialized with no problems. The display was calibrated per the service manual however the touch display interaction failed and the unit could not be calibrated.